Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the physician had relocated the ipg to the neck in a procedure (reference MFR report: 1627487-2012-11764). On (B)(6) 2012, f/u postoperative found the pt had discomfort at the ipg site. Add'l f/u identified the discomfort had subsided to a certain degree at the ipg site with the healing process.